Event description:
The monopolar curved scissors tip cover accessory was returned without any information. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was evaluated. Engineering found a .050 inch long mechanical tear in the silicone. The silicone exhibits localized melting at the tear, suggesting an arcing event occurred. The tear is located roughly halfway between the parting lines and starts .160 inches above the silicone to sleeve interface. Engineering concluded that the initial damage to the silicone may have been caused by a collision, which later became a path for energy to escape through. Arcing is likely due to insufficient silicone dielectric strength, with dielectric strength weakened due to instrument collisions. High generator settings may have also contributed to arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.